Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion. A 0.035 non-abbott guide wire was advanced to the common hepatic artery. Following the successful deployment of a non-abbott stent, a 7.0 x 30 absolute pro vascular self-expanding stent system (sess) was advanced to the lesion with resistance. The stent was successfully deployed. However, resistance on removal of the sess was noted. The sess and the guide wire were therefore removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was performed to treat a de novo lesion in the common hepatic artery with no tortuosity, no calcification and 50% stenosis. The 7.0 x 30 absolute pro vascular self-expanding stent system (sess) met resistance with the guide wire on advancement. The stent of the sess was successfully deployed at the target lesion; however, the delivery system met resistance with the guide wire on removal and the guide wire and delivery system were therefore removed together as a single unit. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulties were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. It was reported that the absolute pro was being used on a de novo lesion in the common hepatic artery. It should be noted that the instructions for use (IFU) states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. In this case, it could not be determined if using the guide wire off-label contributed to the reported difficulties. The investigation was unable to determine a cause for the resistance with the guide wire. It may be possible that the guide wire used during the procedure was kinked or damaged causing resistance; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.